Event description:
Technician states that the head section drifts down.

Manufacturer narrative:
Technician cleaned the head brake assembly and the problem with the head drifting down has been resolved. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability.